Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump functioned properly during the prime, excessive no delivery alarm and displacement test. No excessive no delivery alarm was noted and no cosmetic damage was noted.

Event description:
Customer reports to have received excessive no delivery alarms. Customer's blood glucose was unknown. Customer discontinued troubleshoot as she states she is not confident in insulin pump due to excessive no delivery alarms and requested insulin pump to be replaced. Insulin pump will be replaced. No further information provided.